Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker was in a backup vvi mode. The pacemaker was successfully restored, however went back into backup vvi mode on it's own. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Voluntary medsun report received: (B)(4).

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and its output was in backup mode. The device image analysis indicated hardware reset occurred consistent with an anomalous integrated circuit on the hybrid, turning the device into reset mode. After a power reset, the device exhibits normal characteristics with no electrical and mechanical issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.